Event description:
Reported due to an asymptomatic high-grade arteriotomy site stenosis. The physician had closed a diagnostic arteriotomy with a starclose device in 2006. It was reported to have been "a perfect stick: site confirmed in the cfa, which was greater than six (6) mm. With no calcification". There were no reported problems during the insertion, deployment or withdrawal of the device. Hemostasis was achieved with the starclose device. The patient's pulses were reported to be "good". She went home and returned for a second procedure performed six days later, an intervention for a cerebral aneurysm. There were also no problems or adverse events reported during or after this second procedure. However, a femoral angiogram done on 3/7/2006, prior to the interventional procedure, revealed a "95-99% stenosis at the previous arteriotomy closure site, right under the clip." Manual compression was held to achieve hemostasis instead of using another starclose device at that site as had reportedly originally been planned. No adverse events or interventions have been reported. Reportedly, "she is symptomatic and has never complained of leg pain, reduced pulses, claudication, or coldness". She is reportedly "pain-free with normal pulses and no additional collaterals". Her next scheduled appointment is in may of 2006 for a follow-up angiogram of her cerebral aneurysm. No adverse events have been reported. No additional procedures have been scheduled or performed. The patient is reported to be "fine" and continues to be followed.